Event description:
The device was removed due to "gross infection". As reported to co, the entire device was removed and not replaced. 3/27/97-upon receipt of the physician/surgeons operative report, he stated, "preop diagnosis: inacted, eroded inflatable penile prosthesis with multiple abscesses. Procedure: tips of the penile prosthesis were protruding through the meatus, indicating erosion. The space where the pump was located purulent material came out. The corpus was then opened and again pus was coming out".